Event description:
A surgeon reports a pt had an unusually myopic outcome following intraocular lens implant surgery. The surgeon feels that the intraocular lens may have been labeled incorrectly. The lens remains implanted. The surgeon indicates the pt's outcome was excellent.